Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested medical documentation has not been provided. No definitive clinical factors were found which would have contributed to the event. The material composition is reported as stainless steel grade 431 which has a history of usage in surgical clips; however, the speed pin is neither manufactured nor intended for implantation. Based on the limited information provided, the risk of corrosion, micro-motion and/or migration cannot be ruled out. The impact of the retained foreign body cannot be definitively concluded. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an arthroplasty, the tip of the nonrim speed pin 80 sterile broke. The incident was noticed when removing the material from the patient. It was not possible to remove the tip from the inside. Surgery was performed, without any delay, with the same device. Patient was not harmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).